Manufacturer narrative:
Date sent to the FDA: 11/14/2008. Wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient presented with an unhealed abdominal wound at an unspecified time following the procedure. Unspecified medical intervention was provided to address the unhealed wound. Additional information was requested; no additional information was received.